Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter, product ID 8840, product type programmer, physician. (B)(4).

Event description:
It was reported that a confirmed motor stall was noted in the attention dialogue box. There was also a tube set alarm. No patient symptoms were reported. It was later reported that a confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The motor stall occurred on (B)(6) 2013.

Event description:
It was later reported that in (B)(6) 2013 the patient went to the hospital for 'another reason'. The patient had pain in his thighs and back, could not walk and his legs started cramping and shaking. The pump was checked because ¿they¿ thought that was part of the problem with the patient¿s leg pain. It was confirmed that the pump was working at that time. Per the reporter, the pump was dead a few days after the visit - since (B)(6) the pump had not been working and the patient was taking other meds for leg pain. The patient had been on hydrocodone and hydromorphone. The patient went into withdrawal in june. The patient believed that the healthcare provider 'had stopped other medications they should not have stopped¿. The patient was seen by a different pain doctor who checked the pump about a month ago and confirmed that the pump was shut off. The patient did not know the pump was shut off until he went into withdrawal. The healthcare provider did not provide an explanation as to why the pump was shut off. The device system was used to deliver morphine. It was later reported that the healthcare provider was seeing the patient.

Manufacturer narrative:
(B)(4).